Manufacturer narrative:
The reported event is inconclusive because no sample was returned. A potential root cause for this event could be, "material selection" or "part geometry". The device was used for treatment purposes, however, it is unknown if the device had met relevant specifications or contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: ¿ edema ¿ stone formation ¿ peritonitis ¿ extravasation ¿ ureteral reflux ¿ stent dislogdgement, fragmentation, migration, occlusion ¿ fistula formation ¿ loss of renal function ¿ hemorrhage ¿ pain/discomfort ¿ stent encrustation ¿ hydronephrosis ¿ perforation of kidney, renal pelvis, ureter and/or bladder ¿ ureteral erosion ¿ infection ¿ urinary symptoms" "with any ureteral stent, migration is a possible complication, which could require medical intervention for removal. Selection of too short a stent may result in migration." "Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the representative received a report from one of their distributors regarding double j catheter, where one catheter was expelled by the patient , another migrated and the patient was able to remove it and the third migrated to another region of the body and the doctor had to intervene to remove it . There was no major damage to patients. As per follow-up information received from ibc on 30mar2023, stated that the patient was very scared because they were at home. After the doctor helped the patient to remove the double j stent by message, they prescribed pain medicine because as it was removed early, the patient could have colic.

Event description:
It was reported that the representative received a report from one of their distributors regarding double j catheter, where one catheter was expelled by the patient , another migrated and the patient was able to remove it and the third migrated to another region of the body and the doctor had to intervene to remove it . There was no major damage to patients. As per follow-up information received from ibc on 30mar2023, stated that the patient was very scared because they were at home. After the doctor helped the patient to remove the double j stent by message, they prescribed pain medicine because as it was removed early, the patient could have colic.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.